Manufacturer narrative:
This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that a female patient received a "reverse total shoulder replacement was originally performed approximately 6 years prior by this same surgeon. The patient did well with rehab and recovery with excellent range of motion, strength, pain relief and function. The patient related to the doctor that the shoulder started feeling "funny" about 6 weeks prior to her office visit. A week prior, she was transferring wet laundry from the washing machine to the dryer when the shoulder "popped" and she had pain in the shoulder. The doctor noted decreased rom, painful motion and a noticeable "clicking feel" during manipulation. Fluoroscopy and x-rays at the time revealed the glenosphere sitting proud on the glenoid baseplate and the head of the glenosphere locking screw was visible. Revision of the reverse shoulder was undertaken by the same doctor. The glenosphere locking screw was found to be intact but completely disengaged from the glenoid base plate. The glenosphere, glenosphere locking screw and worn humeral liner were removed. A new locking screw was trialed to assure the threads in the baseplate were sound and could be reused. A new 38mm +4 glenosphere was installed with the new glenosphere locking screw with particular attention to screw locking. A new 38mm +2.5 humeral liner was assembled on the existing humeral tray, the shoulder was reduced, rom and stability were tested with satisfactory results. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00539, and 1038671-2017-00541.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision of shoulder components due to screw disassembly.